Manufacturer narrative:
The root cause of the event was user error. The customer reversed the a and b detergent solutions on the analyzer. Comparsion of the test results to historical records for the patients involved showed no discrepancies. The customer was instructed to discuss ths issue with their medical director to determine if their samples should be retested. Solutions a and b are detergents used for washing the inside and outside of the probe. The risk for harm is improbable since the materials do not play a role in the test itself.

Event description:
A customer reported that they had operated for an entire shift with solution a and b reversed on the ortho provue analyzer. If a process step is not executed properly and no alarm is issued, there is a potential for erroneous test results. There was no report of harm as a result of this event.